Event description:
Reportedly a pt underwent a bladder augmentation procedure where the bowel anastomosis was sutured using polysorb suture. Following the procedure the pt developed peritonitis and was returned to the operating room. It was observed that the sutures knots had slipped. The pt was resutured. No additional info available.